Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent high and low blood glucose while using the ilet, including post-meal hyperglycemia following meal announcements and subsequent automated corrections that sometimes resulted in low glucose. The user reported that meal announcements had previously resulted in approximately 18 units of bolus insulin but more recently resulted in approximately 5 units. No symptoms were reported. Outcomes included prolonged out-of-range glucose for approximately 360 minutes and treatment of low glucose with oral glucose. An investigation was conducted which included customer support troubleshooting, a factory reset with new ilet setup, and user education. Assistance was also provided with pairing the ilet mobile application, which was resolved after restarting the phone. Investigation of the case revealed no device malfunction identified during support interactions and an unclear cause for the reported hyperglycemia and intermittent hypoglycemia. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.